Manufacturer narrative:
Test strip lot # not provided. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On december 16, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter was reverting to the setup mode. The pt indicated that the alleged meter issue started in 2007, at an unspecified time. The pt did not take any actions related to diabetes treatment as a result of the reported meter issue. On an unknown date/time after the alleged issue began, the pt developed symptoms of having palpitations. The pt denied receiving medical intervention and was not tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, and if the pt made any changes to the regimens because of the alleged meter issue. Also, it would have been helpful to know what date/time the reported symptoms started, and what actions the pt took before, during, and after the symptoms developed. The alleged meter issue was resolved with troubleshooting. According to the pt, the issue began immediately after removing/replacing the meter's battery. The owner's manual indicates that the meter's settings made need to be re-set if the battery is removed. The meter was replaced. This complaint is being reported due to the following conclusion: the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began. The pt had palpitations which are symptoms characteristic of severe hypoglycemia. It is not clear as to what duration the pt was unable to test her blood glucose because of the meter issue.